Event description:
The accounts biomed stated that the CPR will not work. He has isolated the issue to loose CPR cables.

Manufacturer narrative:
The accounts biomed adjusted the CPR cables to repair the bed.